Manufacturer narrative:
Summary of evaluation:sufficient details were not supplied to assist in the investigation. It is not possible to determine the cause of this event.

Event description:
The insert was revised due to looseness and pt pain. Revision surgery revealed wear of the insert.